Event description:
Review of service data detected a reportable event. During servicing, charger sn (B)(4) was found to have a defective power supply connector. The last patient to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon evaluation, the power supply connector was damaged. The root cause of the damaged power supply connector cannot be positively identified. No adverse event resulted from the defective power supply connector. The last patient to use this charger did not report any deficiencies.